Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the lead suture snapped approximately two inches up within the dilator tube as the physician encountered resistance pulling the first mesh leg through the patient's sacrospinous ligament, on her left side, with a hemostat. The dilator tube had not visibly bunched or accordioned as it was being passed. When the lead suture snapped, a piece of the suture, with the needle at the end, detached outside the patient. The mesh assembly was removed from the patient and the physician cut off the affected mesh leg and implanted the left mesh leg, intended for the arcus tendineous, into the patient's sacrospinous ligament. The two mesh legs on the right side were placed as normal, and the procedure was completed with this device, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.